Event description:
Report received from the USA stating that the "latch in the middle if the device was stuck in the lock position and would not release." The reporter was unable to confirm whether or not the device was being used during pretesting set up for an aneurysm surgery or if discovered during surgery. It was unknown to the reporter if there were any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.